Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused numerous sinus infections, worsening asthma and death. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously receiving information alleging a CPAP device's sound abatement foam became degraded and caused numerous sinus infections, worsening asthma and death. The patient did not report to receive any medical intervention. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported the voluntary medwatch number in the initial report in section g.2. The voluntary medwatch number is mw5107086.